Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory. The root cause of the reported issues was unable to be determined. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not emit voice prompts when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not emit voice prompts when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.